Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "critically ill intubated patient receiving iabp and crrt treatment on continuous infusions of dopamine, levophed and fentanyl. Rn approached alaris pump and selected channel c to titrate levophed down. When "channel select" button was pressed, the pump turned red and white with error message "system error" and shut down,stopping all infusions. Rn immediately requested a new pump and channels and restarted all three infusions. Incident lasted less than 2 minutes but the patient's bp reached 40 systolic and barely a waveform on the iabp. Levophed increased to 10mcg then 15mcg to recover the patient and within 5 minutes, the patient had maps of 95 and levophed titrated back down to 5mcg. Md notified and was at bedside. Alaris pump and channels removed from patient care and mas clerk entered work order and nm notified via email and responded back to rn to ensure pump removed and marked not to be used or disturbed for biomed inspection." There is no report of lasting harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "critically ill intubated patient receiving iabp and crrt treatment on continuous infusions of dopamine, levophed and fentanyl. Rn approached alaris pump and selected channel c to titrate levophed down. When "channel select" button was pressed, the pump turned red and white with error message "system error" and shut down, stopping all infusions. Rn immediately requested a new pump and channels and restarted all three infusions. Incident lasted less than 2 minutes but the patient's bp reached 40 systolic and barely a waveform on the iabp. Levophed increased to 10mcg then 15mcg to recover the patient and within 5 minutes, the patient had maps of 95 and levophed titrated back down to 5mcg. Md notified and was at bedside. Alaris pump and channels removed from patient care and mas clerk entered work order and nm notified via email and responded back to rn to ensure pump removed and marked not to be used or disturbed for biomed inspection". There is no report of lasting harm.